Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a kinked cannula event, which led to elevated blood glucose levels within three hours of insertion in the abdomen on (B)(6) 2026. The patient received treatment with a correction injection via multiple daily injections (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6.